Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
Cmpl-(B)(4).